Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(6); batch: 2000014843.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted.